Event description:
Films received by medtronic ave and evaluated by an independent contracted physician, reveals that the stent was post-dilated to 14 atmospheres above the rated burst pressure of the balloon. Following post-dilatation the stent had separated and migrated cranially. The stent was captured and covered with a wall graft. The exact cause for the stent fracture and separation is unk with the limited info available for review.

Event description:
A 7 mm diameter x 30 mm length bridge assurant biliary stent was implanted in a patient for treatment of a common iliac artery stenosis in 2002. Percentage of lesion stenosis is unknown. Lesion calcification was reported to be severe, and it was reported that the lesion was not pre-dilated. It was reported that the stent was deployed without incident. During post-dilatation, the balloon was inflated to 14 atmospheres, and it was reported that the stent fractured and traveled to the aorta. A balloon was inserted into the stent and inflated in order to capture it, and the stent was pulled back into the lesion. A wall stent was deployed at the lesion site to cover the stent and treat the lesion. No clinical sequelae were reported, and the patient is reported to be fine. Films have been received, and are pending evaluation by an independent contracted physician.